Manufacturer narrative:
Additional initial reporter name:(B)(6). Updated fields: b3, b4,d9, e1(initial reporter name, event site email), g3, g6,h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions),h11 corrected fields: e1 event site telephone, e3. A getinge field service engineer fse was dispatched to the site to evaluate the unit. Fse replaced the power supply line cord with type e/f plug to fix the unit. After the repair the device passed all functional and safety tests in accordance with the manufacturer's specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) is no longer charging the batteries, no patient involved, no harm.